Event description:
It was reported that during a lap chole procedure, the cable burned. Surgeon used another cable without incident. There was no injury to patient or staff.

Manufacturer narrative:
Conclusion: cable worn over a period of years in use. Evaluation summary: (B) (4) - monopolar connecting cable - lot #: 4 00. Visual inspection of the cable showed breakage at the strain relief of bovie plug. Strands of frayed wire occurred and eventually broke when high current heated the area. With a wire break, arcing occurs, and the connection is broken. There was no other damage to the cable. Cause: use from normal wear and tear over time, repeated insertion and removal of cable from generator.